Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, desufflation lever condition, inner gasket condition, latch condition, outer gasket condition, sleeve condition, stopcock condition, conforming; obturator condition, reset button condition, and trocar condition, nonconforming. Functional tests & results: does safety shield retract, flapper door functional, lockout functional, conforming. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, it was concluded that the rpt'd "red arming button...would not stay engaged" during surgery occurred due to intermittent arming of the device. The instrument was tested and found to arm intermittently. The device was disassembled for further investigation and the knife collar was found to be bent. No conclusion could be reached as to how the knife collar had become bent. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.

Event description:
It was reported the device was not used during a procedure. It was reported prior to the procedure the scrub nurse attempted to arm the 355ld's red arming button, but it would not stay engaged. Another 355ld was opened to complete the procedure. There was no consequence to the pt.